Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was advanced within the patient when it encountered challenging anatomy and visualization. It was determined that another clip would be attempted, so the mitraclip xtw was retracted back into the left atrium. It was identified that a radiopaque unidentified structure of the device was visualized. Upon retracting the mitraclip xtw into the steerable guide catheter (sgc) the clip became caught on the edge of the sgc and sprung open pulling the mandril. The clip was retracted through the femoral vein and the clip was successfully removed. The procedure was discontinued, without the implantation of any mitraclips. The mr remained unchanged. There were no adverse patient sequela or clinically significant delays reported.